Event description:
Upon starting to ventilate the pt the device appeared to be blocked and pt's oxygen saturation dropped. The device was removed from the circuit and the resistance was said to have disappeared. The procedure was then resumed without incident.

Manufacturer narrative:
Ten devices of the same lot as that associated with the event were subjected to observation and flow/resistance testing in the firm's laboratories. No cracks or damage were seen upon visual inspection. All units were within the specified release requirements for flow resistance. The origin of the customer's report of resistance is indeterminate; the sampling of the lot related devices indicates no abnormal function with respect to flow resistance.